Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2015 with the following findings: the keypad was peeling off from the pump. All of the keypad buttons were inoperable. Contamination was found underneath all of the button contacts. The display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were under responsive, the display screen was dim and discolored. This report is made based on results of investigation completed on 11/19/2015.